Event description:
Customer alleged the mattress cover was worn in the left hip area. The mattress had fluid ingression due to worn cover.

Manufacturer narrative:
Customer requested a part number for a new mattress.